Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an early detachment of capsule. The procedure was smooth, but when they documented the capsule after procedure, they found that the capsule was dropped into the patient's stomach. The patient had a pre-existing condition of hiatal hernia, but there was no harm to the patient, no intervention was required, and a repeat procedure was performed. They used the back up capsule to complete the procedure. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule, but it did not go to the capsule chamber and the delivery system and capsule will not be returned for investigation.